Event description:
The consumer reported poor communication on the patient programmer. Communication was not possible with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation and the last successful charge session was two months prior to the report. The patient experienced a shocking sensation after she had pressed something on the patient programmer, so she was afraid to use the patient programmer or insr. The shocking sensation occurred on (B)(6) 2016. It was noted the patient had a follow-up appointment with the healthcare provider (hcp) either on (B)(6) 2016. Relevant medical history included spinal pain.

Event description:
Additional information was received from the patient via the manufacturer representative reporting that due to the patient not char ging their battery there was a loss of stimulation and an inability to charge the battery. The patient saw the ¿doctor¿ picture on the patient programmer and power on reset. The issue was resolved at an appointment with the manufacturer representative on 2016-05-10 when the por was cleared and the patient was charged to 25% in the office. The patient went home to charge completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.